Event description:
Related manufacturer report number: 3006705815-2022-14560, 3006705815-2022-14563. It was reported that the patient's ipg became inoperable due to not recharging as recommended. The patient was also experiencing ineffective therapy. As a result, the patient underwent surgical intervention during which the system was explanted and replaced.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.